Event description:
Complainant alleged that during biomed testing, the device would not power up with ac power or battery power. Complainant indicated that there was no pt involvement in the reported malfunction.